Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for persistent pain in left knee. Event is not serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2021 date of event: 01 dec 2021 (left knee). Treatment: oral medication and diagnostic intervention treatment/impact: injected medication. Depuy products used (no revision completed): device log form log line: 1 component type: femoral component catalog number: 150440103 lot number ID: jc2497 device identifier: (B)(4). Device log form log line: 2 component type: tibial base component catalog number: 150640003 lot number ID: 9773729 device identifier: (B)(4). Device log form log line: 3 component type: tibial stem catalog number: 151214030 lot number ID: d21063066 device identifier: (B)(4). Device log form log line: 4 component type: tibial insert component catalog number: 151700312 lot number ID: j03p07 device identifier: (B)(4). Device log form log line: 5 component type: cement catalog number: 66017750 lot number ID: 97671012 device identifier: (B)(4). Device log form log line: 6 component type: cement catalog number: 66017750 lot number ID: 97714988 device identifier: (B)(4).